Manufacturer narrative:
H6: code c19 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications this event also includes device (B)(6). Images were returned for evaluation. The imaging evaluation performed by a clinical imaging specialist showed the following: ¿ multiple image sets available for evaluation: pre-implantation cta dated (B)(6) 2023, pre-implantation cta dated (B)(6) 2023, post-implantation cta dated 5/19/2023, and intra-operative angiogram dated (B)(6) 2023. ¿ images confirm the presence of thrombus within the thoracic aortic arch extending to the proximal descending thoracic aorta. ¿ there is flow throughout the implanted gore® tag® thoracic branch endoprosthesis and the side branch device implanted in the left subclavian artery on the (B)(6) 2023 cta @ 1:10pm. ¿ an intra-operative angiogram dated (B)(6) 2023 @ 4:14pm shows a stent implanted in the left common carotid artery. Flow is visualized throughout the stent and in the lcca.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6)2023, the patient was treated for a thoracic aortic aneurysm. It was reported that there was pre-existing thrombosis. The physician implanted a gore® tag® thoracic branch endoprosthesis aortic component and side branch component. Shortly after the procedure, the patient suffered a stroke. The physician ran a CT scan and angiogram, and then stented the carotid artery. The patient expired on (B)(6)2023. Images were returned ror evaluation.